Event description:
It was reported that the pump exhibited error 41541. There was no reported patient involvement.

Manufacturer narrative:
E1 phone ext. (B)(6). One device was received for evaluation. Visual inspection noted contamination and dirty found at the downstream occlusion (dso) sensor and latch/lock area. A review of the event history log was reviewed and verified the reported problem. Functional testing was unable to duplicate the reported problem. The root cause was unable to be established. The dso sensor, dso seal, dso bezel. Latch/lock, and flex sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.